Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x24mm promus element was advanced but failed to cross the lesion after several attempts. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. D4 - lot number corrected from 0022956703 to 0021846866. D4 - expiration date corrected from 05/12/2020 to 09/01/2019. H4 - device manufacture date corrected from 11/14/2018 to 03/05/2018. Device evaluated by MFR.: promus element,mr,ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. D4 - lot number corrected from 0022956703 to 0021846866. D4 - expiration date corrected from 05/12/2020 to 09/01/2019. H4 - device manufacture date corrected from 11/14/2018 to 03/05/2018.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x24mm promus element was advanced but failed to cross the lesion after several attempts. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x24mm promus element was advanced but failed to cross the lesion after several attempts. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient was stable.